Event description:
It was reported that a cartridge alarm 6 occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer replaced the cartridge, but the alarm recurred, leading to technical support deciding to replace both the pump and cartridge. The pump resumed normal operation, and the caller continued with their insulin therapy.